Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed during testing. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. In addition, the batteries were charging when connected to a battery charger. A review of the batteries' internal logs revealed that a cell pair in each battery, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after eight (8) hours due to a charge time-out. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Additional products: heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 12-may-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: yes, return date: 28-mar-2019. Device eval by MFR: yes. Dev rtn to MFR? Yes. Mfg date: 12-may-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The batteries were returned to the manufacturer because they was not charging and the indicator on the battery charger displayed a flashing red light. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.